Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pulse generator (ipg) 2012-(B)(6), (B)(4) competitor implantable pacing lead 2001-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds. The ventricular capture management was turned off and the outputs on the lead were reprogrammed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.